Manufacturer narrative:
G4: 08oct2020. B4: (B)(6)2020 . The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the front bezel to address the reported problem.